Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 355ld trocar leaked air. The case was completed by opening another trocar. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.57356/j. D5,6; h4: info not available. Endopath dilating tip trocar: based upon inquiry info rec'd and visual examination, it was concluded that one instrument was rec'd with a torn outer gasket. No conclusion could be reached as to how this occurred.